Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysterectomy plus rectosigmoidectomy, during the firing process, the stapler did not fire. Surgeon tried a number of times but the firing mechanism did not work. The bladed did not move so it was not possible to cut nor staple. They used another device to complete the case. There was no patient injury.